Manufacturer narrative:
No parts were replaced. There is insufficient evidence of a system or reagent malfunction. The issue occurred due to use error. No further issues were reported from the field service engineer. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
Beckman coulter field service engineer (fse) reported while servicing the pk7300 analyzer, he strained his back. Fse reported he was in a crouched position for about 1 hour and when he stood up, he felt pain in his back.